Manufacturer narrative:
Product brand name, model number, catalog item identifier, serial number, product UDI and manufacture date section have been corrected and updated in this follow-up. The manufacturer received new and relevant information on 07/17/2023. The device was returned to the service center for evaluation. During the evaluation of the device, there was no visible foam particles found and error code present. The device was scrapped. In addition, appropriate code updated/corrected in this follow-up report.

Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.